Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant, the patient experienced syncope and presented to the emergency department. It was noted that there was a lead impedance warning and polarity switch which had occurred the day before due to the patient undergoing an atri oventricular node ablation procedure. In addition, there was questionable capture on the electrogram on the right ventricular (rv) lead. It was further reported that the rv lead experienced a micro dislodgement. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.